Manufacturer narrative:
The product was not requested to return for laboratory investigation as the failure is already known to the manufacturer and has been thoroughly investigated under (B)(4). In the course of the investigation of (B)(4) it was found that the implausible pressure sensor readings and / or alerts displayed by the cardiohelp-I were caused by priming solution (saline solution) on the pins of the pressure sensor of the heimdall flexboard. During priming it is unlikely but possible that priming solution (saline solution) enters the hls module and gets in contact with the contact pins of the pressure sensors of the heimdall flexboard. As the cardiohelp-I supplies electrical energy to the heimdall flexboard this can result in electrolysis at the pressure sensors. The electrolytic current then falsifies the signals of the pressure sensor. Most probable situation when saline solution can reach the heimdall flexboard is the de-airing process during the priming of the oxygenator. When the user opens the luer lock some saline can drop on the surface of the hls module 7.0 / 5.0 and from there it can flow inside to the heimdall flexboard. Thus the reported failure could be confirmed. In order to prevent reoccurrence of the reported issue the coating of the pins of the pressure sensor of the heimdall flexboard will be replaced with a coating that is resistant against saline solution. Electrolysis will then not occur in case of the unlikely event of saline solution entry into the hls module. It is the plan to verify and validate the new coating and to implement the new coating into production until march 2018.

Event description:
It was reported that while though the sensor cable was plugged fully in, the cardiohelp was displaying "pven sensor disconnected." (B)(4).